Event description:
Surgeon inserted a 13mm t-pal cage at l5/s1 and at the time commented that the patient had an annular tear. It took three attempts for him to insert the implant. He also inserted a 13mm t-pal cage at l4/5 which was inserted easily. At the end of the case, it was evident on the lateral x-ray that the t-pal cage at l5/s1 was sitting anterior to the disc space. Surgeon did not believe that he would be able to retrieve the cage posteriorly and decided he would have to retrieve the cage through an anterior approach which necessitated an additional emergency operation. Eight hours later, the surgeon performed the revision surgery. He was able to retrieve the cage, place it back in the disc space at l5/s1 and used a 35mm atb sacral plate. The surgeon choose to secure the atb plate with only 2 screws caudally rather than 4 screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Subject device is not sold in the u.s. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.